Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in 300 mg/dl to 400 mg/dl. The customer's high blood glucose level was treated with insulin pump. Customer declined for troubleshooting. Customer stated that the auto mode was inactive since transmitter was not communicating with insulin pump. The insulin pump will not be returned for analysis.